Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 24 mg/dl at the time of the incident. The customer was at 152 mg/dl at the time of the call. The customer used food and orange juice, and was given intravenous fluids to treat. The customer experienced symptoms such as talking and acting funny, as well as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer believes the pump over delivered. Customer goes high as they sleep without using the pump to avoid lows. The customer had issues with disconnecting their infusion set at the quick release. The insulin pump will be returned for analysis.

Manufacturer narrative:
Evaluated one open/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies, none were found. Ran basal, bolus leaking test. Reservoir was filled with diluent and connected to a new infusion set. Installed reservoir and connector into a 7xx insulin pump. In conclusion the reservoir did not leak and was not occluded.